Event description:
Caller reported that the t: slim x2 pump battery would not charge, despite attempts using different cables and wall adapters. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump, instructing the caller on how to put the pump into storage mode and return it to tandem. The replacement was sent with the agreement that it would require a signature upon delivery, and the caller was advised on steps to take upon receiving the new pump.